Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. If additional relevant information is reported, a supplemental report will be filed.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin (2gram, frequency, and route not reported), cifran (250milligram, twice a day for 7 days, and route not reported) and fortum (1gram in one bag, frequency, and route not reported). Patient outcome was unknown.